Event description:
The IV pump began alarming, reading occluded. The rn visually assessed the line and noticed an in-line air bubble. Rn attempted to draw back the line unsuccessfully, so line was clamped. The blue clave was replaced with a new clave, and then were able to draw back the air bubble from line. The IV pump was started again and infused appropriately. Rn noted a crack in the blue clave. No harm to patient.